Event description:
It was reported by the affiliate that during a laparoscopic oophorectomy procedure, the stapler did not fire. Replaced cartridge and it still did not fire. Used a similar device with no problem.

Manufacturer narrative:
The analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with the cartridge lock out bent. The damage to the cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use states, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." In addition, another cartridge (b) was received inside the bag, partially fired and with the lockout bent. The returned device was found to be non-functional as the firing mechanism was damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were broken. No functional test could be performed due to the condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.